Manufacturer narrative:
2649622-2017-02197 dtba1d1 crt-d implanted: (B)(6) 2015.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting noise. Tachyarrhythmia detections and therapies were turned off and the lead remains in use although the patient reports that alerts continue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.